Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem was not duplicated. Periodic maintenance including inspection of the internal components, calibration and functional testing was performed. No specific component failure could be identified during the service investigation. The unit was returned to the end user after it tested within specification.

Event description:
Pt was being supported by an impact 754 portable ventilator system on transport from a hospital emergency room to another hospital. The end user reported that the device gave approximately 5 breaths then gave a continuous "high pressure" alarm. The device could not be recovered. The pt was manually ventilated until completion of the transport. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the pt was ventilated using manual back-up equipment. We have submitted this as a serious injury event because back-up ventilation equipment was necessary to preclude permanent impairment or damage due to the device incident.